Event description:
The pt, a type ii diabetic on insulin injections, reported higher blood glucose readings with co's device. On 9/14/96 at approx 7:00am, the pt obtained a fasting blood glucose of approx 200 mg/dl. He administered 28 units of regular insulin based on his sliding scale. His sliding scale insulin regiment is as follows: if blood glucose is from 61-100 mg/dl, he administeres 5 units. If blood glucose is from 101-150 mg/dl, he administers 10 units. If blood glucose is over 200 mg/dl 28 units. All insulin administered is regular insulin. Even though the pt took his insulin, he did not eat anything until approx 9:00 am, 2 hours after the injection. At this time, he had hypoglycemic symptoms (i.e. Dizzy, lack of concentration) so he ate a "big breakfast" (biscuits, eggs, toast). He did not take his blood glucose at this time and did not take a reading again until 5:00 pm that night. At aprox 3:00 pm, the pt ate "only a sandwich." At 5:00 pm, the pt's blood glucose was 338 mg/dl. The pt feels that he obtained higher readings with co's device and, for this reason, administered "too much insulin" when he gave himself the 28 units. Some time this week, the pt went to his phyisican for a routine check up and performed a side by side blood glucose comparison with the physician's meter and co's device strips and his meter and co's device. The results were 173 and 338 mg/dl respectively. The desiccant is in the bottle of co's device. The pt's meter was set to the appropriate code when all tests were performed. The pt does not have normal control solution. The pt performed a check strip test on his meter some time this week and obtained a result within the check strip range. He would not perform a check strip test with the representative. The pt used the remainder of the test strips. For this reason, he cannot return them to co for evaluation. He stores his test strips in his kitchen.